Manufacturer narrative:
Patient continues to report no falls or any other external trauma that would lead to migration of the leads. Patient had initially reported significant pain relief, indicating that lead positioning at the time of implant was appropriate. Migration of components is a known inherent risk of implantable neuromodulation devices.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat low back pain. Upon activation of the system on (B)(6) 2023 the patient reported that pain levels had been reduced to 2 on a scale of 1-10. In (B)(6) 2024 the patient reported loss of therapy due to lead migration and a surgical revision was performed on (B)(6) 2024 to replace the migrated lead only. No other components were removed or replaced during that procedure. In (B)(6) 2024 the patient again reported inadequate pain relief and investigation found that the left side lead had again migrated away from the intended nerve target. Surgical revision was performed on (B)(6) 2024 to remove the migrated lead and replace it with a new lead.